Manufacturer narrative:
Updated fields: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. The customer flushed the air/water nozzle with water and air during pre-cleaning. There were no abnormalities in the accessories used for reprocessing. It is unknown if the customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. It is unknown if the customer flushed the air/water nozzle and channel with a detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a suction button pinhole. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿the nozzle has foreign objects.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue angle down was not confirmed. The following findings were also noted during device evaluation: due to damage on air/water-cylinder, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on a-rubber has a chip and a white clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, adhesive around objective lens and light guide lens is peeled, plastic distal end cover has a dent, and connecting tube has a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.